Manufacturer narrative:
Production device history record (DHR) review is not required as there was no malfunction of an intra-aortic balloon pump. The getinge service technician that discovered the issue has advised that the issue has been resolved and that the batteries have been installed in the cs300 iabp and is working fine.

Event description:
A getinge company representative reported that batteries that were ordered for a cs300 intra-aortic balloon pump (iabp) which were received in (B)(6) 2018 were deemed to be disposed of at the end of (B)(6) 2018 by the logistic department because no expiration date was on the labelling. There was no patient involvement and no adverse event was reported.